Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to the following fields: d9, h3. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the exposed metal fiber was due to a ruptured sheath with exposed mesh due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the casing cracker on the outside, so it is exposing the metal fiber on the inside. The issue occurred during maintenance. There were no reports of patient harm.